Event description:
Four cases involving sore throats reported following lma use. Pt is a female, age 12-14, with leukemia. Facility has reported various cases of sore throats following use of the lma since its introduction 1 1/2 years ago. The sore throats have ranged in severity from mild to moderate. Ent consultation performed for some of the pts have revealed different patterns of pathology. In one case a periglottic hematoma was observed. In a second case, arytenoid swelling and supraglottic redness were observed. In a third case, a 2-3 mm superficial ulcer was seen in the midline posterior pharyngeal wall. Intervention has ranged from treatment with chloraseptic spray to use of aerosolized steroids and oral steroids, antibiotics or vaporized epinephrine. In each case the pt's symptoms have resolved or are resolving following treatment. Hospitalization was not prolonged due to sore throat treatment in any of the cases. Investigation of these reports revealed that the health ctr was soaking the masks in a germicidal detergent solution, containing beaucoup (containing phenyl phenol, benzyl p-chlorophenol and tertiary amyl phenol), contrary to recommended cleaning procedures. The health ctr has agreed to co's request that they discontinue use of this germicidal detergent. The health ctr has refused in the past to allow reps to perform inservicing on proper cleaning and insertion techniques. Due to recent events, an inservice has been successfully scheduled for this month.